Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a high blood glucose of higher than 25 mmol/l. She treated manually and this went down but later, back up to 19 mmol/l. At the time of relaying the issue, her blood glucose was 20 mmol/l. The customer had the symptom of dry mouth. Troubleshooting was performed. The drive support cap appeared normal. Customer thought she saw an air bubble and tried to prime it and did not see it anymore. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was stated to be occluded but not bent. The insertion site was not sore or irritated. The customer stated that when she removed the infusion set, it felt like there was a bubble full of insulin that was not going into her body and was advised to change the entire set, reservoir and insulin. Nothing further was reported.